Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that a 12-hour heparin (25,000 units in 500ml) was programmed at 8pm to infuse at a rate of 30ml/hr. When the infusion was checked at 12am, the medication bag was found empty. There was patient involvement but no harm.

Event description:
It was reported that a 12-hour heparin (25,000 units in 500ml) was programmed at 8pm to infuse at a rate of 30ml/hr. When the infusion was checked at 12am, the medication bag was found empty. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.